Manufacturer narrative:
B4.date of this report 21 january 2025. G3.date received by the manufacturer? 21 january 2025. H6.medical device problem code (a) corrected to 1516.

Manufacturer narrative:
The user started receiving glucose suspend alert on 12 november 2014, day 11 after insertion. The RMA was authorized for the return of sensor for further investigation.the sensor was returned and tested in-house, and the review of investigation analysis did not reveal any malfunction of the sensor.this may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab.a review of the raw sensor data showed low sigonoff values and modulation on the 12 nov 2024.in an associated complaint (3009862700-2024-01102), the user's reported an infection at the insertion site on november 08, 2024.this infection potentially could have impacted the system performance at the time of the event. B4.date of this report 10 february 2025 g3.date received by the manufacturer? 10 february 2025 h3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10 h6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
On november 13, 2024, senseonics was made aware of an incident where user received an glucose suspend alert which led to early sensor removal.the sensor was inserted on (B)(6) 2024.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.